Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented in the or for device change out due to normal eri, externalized conductors were observed. No electrical anomalies were detected and a successful induction test was performed. Based on the images provided to st. Jude medical the conductors do not appear to be externalized. The lead remains implanted. The patient will be monitored.